Manufacturer narrative:
It was reported that the mcot monitor - a10e - verizon-unlocked received an error message and was getting hot and melting. The mcot monitor - a10e - verizon-unlocked returned for device evaluation. Monitor was inspected for general physical integrity and found the area around the power button is melted. The monitor does power on with no issues. The buttons on the monitor are functional. Engineering can confirm the device melt near the power button. The monitor does power on. Root cause is likely an internal component that caused the melt. Am&d philips is further investigating this reported issue.

Event description:
It was reported on (B)(6) 2024, that the patient received an error message on the mcot monitor - a10e - verizon-unlocked at the time of the device was getting hot. The patient was attempting to turn the monitor off when it was getting hot and melting on the side where the buttons are located. The patient noted that the plastic case melted under the power button. Neither the patient nor the patient's property were injured or damaged. The patient noted that they used the charging cord that was provided the in kit and the monitor was never exposed to external environmental temperature conditions.